Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer experienced at least three occurrences of the same malfunction and was informed by technical support that a replacement pump with updated software would be sent. The customer was advised on how to store the current pump and return it using a pre-paid label within 10 days, and the customer understood and acknowledged the instructions.